Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while performing a continuous suturing, the thread of the device broke several times. It is impossible to achieve an optimal over lock/suture. Surgeon used another suture to resolve the issue. No patient injury.